Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her son for three days. The device allegedly consistently gave readings that were 5-6 f degrees lower than the patients actual temperature. The child was taken to see a pediatrician where a fever and ear infection were confirmed. There was no adverse event associated with this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.